Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 90 mg/dl, 218 mg/dl. Tests were done within 10 minutes with a difference of 74%. Pt did not experience any adverse events. No further info has been reported. Note: in the reported issue notes it was documented that, "checkstrip test came up 95ok/82-110". Customer cleaning meter incorrectly.